Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - 1995, date explanted - unknown, the PMA/510(k) number-unknown, manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent a total hip arthroplasty in 1995. Subsequently, patient was revised on an unknown date due to dislocation and poly wear. The acetabular cup and liner were removed and replaced.